Event description:
It was reported that during a hepatic artery embolization treatment procedure, thrombosis formation occurred. The renegade catheter was advanced to the target location. After injection of contrast with a pump a hand injection was performed and some resistance was felt. The catheter was removed and approximately 15cm of the distal tip was reported as very rough and covered with clots. The procedure was completed with another device and the patient remained stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the renegade stc 18 catheter was returned. The catheter was dimensionally inspected; all dimensions were found to be within specification. The microcatheter was microscopically examined and a kink was noted 6.5cm from the distal end, the last 6.5cm of the distal end were flattened. A functional check was performed using a 0.0184 mandrel, it was inserted through the proximal end of the catheter and was advanced through the catheter shaft and restriction was experienced as the mandrel advanced out the distal end due to the kink and flattening section on the distal end. A coating confirmation test was carried out. The test confirmed the presence of coating, however coating damage was evident. There was no peeling or missing coating. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).